Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with two 450cc mentor memorygel breast implant prostheses and experienced postoperative capsular contracture (unknown side, unknown grade) and bilateral asymmetry issues. It's not conclusively known which side the patient experienced the capsular contracture, and it is going to be reported as right-sided at this time. As a result, the patient underwent removal and replacement with two 700cc mentor memorygel breast implant prostheses (catalog #: 350-7004bc, left serial #: (B)(4), right serial #: (B)(4) ) on (B)(6) 2014. This report is for the right prosthesis.